Event description:
At initial activation, the cochlear implant pt reportedly experienced pain associated with the middle electrodes of the map. These electrodes were excluded from her map and she performed well. In 2005, she reportedly experienced pain when listening to some sounds. Upon physical observation, the electrode array could be seen. It had reportedly migrated and extruded through the eardrum. Explantation/reimplantable surgery took place in 2005.